Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was selected and advanced to dilate the lesion. The balloon was inflated at 14 atmospheres on the first and second inflation. During the third inflation, it was noted that the balloon ruptured at 14 atmospheres. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).